Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to pass the internal battery performance test was due to battery degradation. The internal battery was replaced to address this issue. (B)(4).

Event description:
An astral device was returned to resmed for routine servicing. There was no allegation of device malfunction. During the evaluation of the device at the resmed service center, the device failed to pass the internal battery performance test. The device was not in use therefore, there was no patient involvement.